Manufacturer narrative:
Philips biomedical equipment technician (bet) evaluated the device. Results of evaluation indicate that the speaker produced no sound, the speaker was defective. The speaker was replaced and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.